Manufacturer narrative:
Device analysis: the guide wire was returned without the spring tip. The initial visual and tactile examination of the guide wire revealed that the spring tip was detached and missing. Further examination revealed that the adhesive residue at the proximal spring tip bond site was damaged. The observed damage is consistent with a spinning orbital atherectomy device (oad) coming into contact with the guide wire spring tip. Further examination of the guide wire shaft did not reveal any additional damage that would have contributed to the reported event. The damaged guide wire section was sent for scanning electron microscope (sem) analysis. Sem analysis identified chipping and rotational damage at the spring tip bond site. At the conclusion of the failure analysis investigation, the root cause of the guide wire fracture was contact between the oad tip bushing and guide wire spring tip during device rotation. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi coronary viperwire guide wire broke off and was left in the patient. There were two target lesions that were each 20mm in length and located in the proximal and mid circumflex artery. The physician used the csi guide wire to access the lesions and then loaded a csi orbital atherectomy device (oad) onto the guide wire. The physician performed four runs at low speed in the proximal circumflex artery and three runs at low speed in the mid circumflex artery. The oad was removed and the physician attempted to exchange the viperwire using a 1.50mm balloon, but was unsuccessful. The physician then advanced a prowater guide wire into the distal circumflex, next to the csi viperwire guide wire. The physician then performed balloon angioplasty and deployed a stent across the lesions. The viperwire was then removed, but the physician discovered that the tip had broke off and was lodged in a side branch of the circumflex artery. The prowater guide wire was removed and the tip of the csi guide wire was left in the patient. The patient status remained stable throughout the procedure. A request for additional information was made to the facility, but was denied due to internal policies.